Event description:
This event is reportable based on the product analysis approved on 05/19/2009. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, the device was unable to cross the lesion. The 90% stenotic and calcified lesion was located in the moderately tortuous left circumflex artery (lcx). First, the physician deployed two unknown stents from the distal lcx to the posterior descending branch. The physician then predilated the posterolateral branch and advanced the 2.50x8mm taxus liberte stent to the lesion, but was unable to cross. There were no patient complications. The procedure was completed as a poba with an unspecified balloon. Patient status is reported as "no problem." However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination identified stent damage on the middle section of the stent. The struts on the middle section of the stent were flared. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The outer diameter (od) of the damage found was measured at approximately 1.61mm. The od of the stent area where no damage was present was measured at approximately 1.14mm. The balloon and tip sections of the device were visually and micoroscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damages were found along the entire length of the hypotube. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).